Event description:
It was reported that 1700 bd ultra-fine¿ ii short needle insulin syringe label information was illegible. The following information was provided by the initial reporter: lack information, information not clear, deformed & torn (B)(6) 2023: rcc reviewed the supporting evidence (photo) and the box packages were deformed and torn.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 1700 bd ultra-fine¿ ii short needle insulin syringe label information was illegible. The following information was provided by the initial reporter: lack information, information not clear, deformed & torn 06-apr-2023: rcc reviewed the supporting evidence (photo) and the box packages were deformed and torn.